Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap anterior resection, the clip of the er320 was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.